Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
During the investigation fliu detected crystallized insulin, which results from a leakage. No adverse event reported. Cartridge has been discarded; will not be returned.